Event description:
A complaint was reported regarding intermittent stimulation, discomfort in legs and weight loss. The surgeon decided to perform pocket revision. During pocket revision it was determined that the precision implant was flipped in the pocket. The doctor corrected the ipg orientation. The doctor also observed blood in the leads.

Manufacturer narrative:
The ipg and the paddle lead were not available for the evaluation as they remain implanted in the patient. This is the final report.